Manufacturer narrative:
No product has been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system will not stay powered on, while plugged into a known working outlet . There was no patient present.

Event description:
Medtronic received information regarding a navigation system. It was reported that during an in-service, the camera cart power button would blink. At one point the camera cart power button was off but the camera cart was fully on. When checking the self test, the main cart battery showed that it would drop from 100% to 0%. There was no patient involvement. Additional information was provided stating that this issue occurred after the system was powered on for 4-5 hours. The camera cart went black (the site and the manufacturer representative did not seen the pcoip (pc over ip) screen. The system was rebooted, when it powered back on there was video on the camera cart. However, at this point the camera card power button led began blinking as if it were on backup battery. The interconnect cable was reseated between the carts, but it was still blinking. A self-test was done and the camera cart battery was displayed as 50% and charging. The camera cart power led eventually turned off, but everything on the camera cart was still powered normal ly. Additional troubleshooting was performed at a later time: two systems were used during testing, the one experiencing the issue and one that was not experiencing the issue. When connected to the wall outlet, the main cart and camera cart showed 100% battery life. The voltages between the two systems were the same. When the non-functional system was disconnected from the wall, it went to backup battery for about two minutes. The battery drained to about 40% and stabilized. This is likely due to the system not being charged enough recently. The voltage was 58.6 for the main cart and 29.27 for the camera cart. When the functional system was unplugged from the wall, it went to backup battery as well. The battery battery drained to about 40% and then stabilized, confirming that these system have not been left charging enough recently. The voltage was similar percentages for the main cart and camera cart. A replacement solid state drive was tested and it was confirmed that this issue is not due to a drive or operating system issue. Additional troubleshooting was performed a few days later. The manufacturer representative notes that the camera cart was not powering on all components and again it was seen that the main cart battery flickered between 100% and 0% while plugged in. The batteries were unpl ugged from the main cart and camera cart ups (uninterrupted power supply) and the camera cart was able to power on. The system was left overnight and it was confirmed that the system remained on.

Manufacturer narrative:
B5: additional information h3, h6: the battery was returned to medtronic for analysis. Testing was conducted and electrical failure was confirmed. Fdm b01, fdr c02, and fdc d02 are applicable to the battery analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The representative called to report they went on site to troubleshoot the issue and both main and camera cart issues were resolved by disconnecting the batteries. The representative advised the site to leave carts powered on and connected to wall power for a full day, and no power issues were reported. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot :(B)(6) product ID: 9735771, serial/lot : (B)(6). A medtronic representative went to the site to perform a system check out and they found that the batteries were not charging properly. The batteries were replaced in the main cart and camera cart to resolve the issue. The 48v battery was returned for product analysis. The battery was tested with a known good uninterruptable power supply(ups) for a 24hr. Period and the ups shut down, as programmed, during testing due to battery heating up. B01, c02, d02 are applicable to the system checkout and 48v battery analysis the 24v battery was returned for product analysis. The analysis is still in progress. B21, c21, d16 are applicable to the 24v battery analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.